Manufacturer narrative:
The data files relating to the reported event were not available for review. The MFR has identified cause of flow rate discrepancies and is developing a software version to address this issue. Additionally, gambro voluntarily issued a medical device advisory notice for the prismaflex continuous renal replacement system on 02-15-07 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment.